Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon was inflated up to 6atm. However, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.